Event description:
It was reported that the pump was experiencing intermittent unexpected resets. On (B)(6) 2022 the customer went to the emergency room (ER) with an elevated blood glucose (bg) value that displayed as ¿high¿ on the continuous glucose monitor (cgm) and was subsequently hospitalized. The customer received IV and fluids of saline and insulin to address the bg. It was also reported that the customer¿s kidney functions have decreased, but no permanent damage occurred. As of (B)(6) 2022 the customer was still in the hospital, and multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.